Event description:
On 13-jun-2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive discrepant result of 0.98 ng/ml on a patient with left-central chest pain. There was no additional patient information at the time of this report. Return product is not available for investigation. Method: date: tested results: I-stat ; (B)(6)2023; 1955 0.98 ng/ml; at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. On 20-jun-2023 new information was recieved. The customer provided patient information and final diagnosis of with (l) sided chest pain likely costochondritis. As a result there is no evidience the patient suffered and mi base on the new information. The investigation is underway. Per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results) reference range: 0.00 - 0.08 (represents the 0 to 99% range of results)

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 10-jul-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b23041.